Manufacturer narrative:
(B)(4). Device available for evaluation. (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported failure to deflate could not be tested due a punctured shaft that was noted with inspection of the returned device. The reported resistance with the anatomy during removal could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The trek rx instructions for use (IFU) states that balloon pressure should not exceed the rated burst pressure (rbp) of 14 atmospheres; therefore, rbp was exceeded. Additionally, the IFU states that all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It is unknown if the IFU deviations contributed to the reported events. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported resistance met during removal appears to be related to circumstances of the procedure, as the balloon was removed when it was still inflated. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information indicates that mild resistance was noted when the inflated trek was removed from the anatomy. There was no patient injury from removing the inflated trek. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with mild tortuosity. A 3x15mm trek rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The bdc was not prepped outside the patient prior to use. The bdc was advanced to predilate the lesion, the balloon was inflated once up to 16 atmospheres and the lesion was treated. An attempt was made to deflate the balloon and the balloon would not deflate. The physician waited and the balloon would not deflate. Without waiting any longer, the bdc was removed fully inflated. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.